Event description:
It was reported that dislocating issue - soft tissue laxity.

Event description:
It was reported that dislocating issue - soft tissue laxity.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer

Manufacturer narrative:
The event could not be confirmed nor a root cause was identified. No further investigation for this event is possible at this time as no devices were made available for evaluation and insufficient information was received by stryker orthopaedics.